Event description:
Procedure: thoracoscopy. Reportedly, the device was fired but the staples did not form properly. While the surgeon waited for another device, uncontrolled bleeding occurred, however, the patient did not require a transfusion. The bleeding was controlled with a third device. There was no patient injury reported.